Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
Primary rn clamped epinephrine tubing and then opened channel and noted a hole in the IV tubing with medication spilling out of tubing. Additional information was there a delay of, or change in, the course of treatment due to the event? Delay due to needing to change the medication bag and tubing

Event description:
No additional information was provided.

Manufacturer narrative:
H10: it was reported by customer that fluid running down the epinephrine tubing. One sample was received for quality evaluation. The sample was primed and a leak was identified coming from a hole in the silicone tubing. The customer complaint of tubing defective / damaged was confirmed. After the investigation of the sample and the description of the events on when the leak was identified, a root cause of the issue could not be determined because the leak was identified after the set was primed and loaded into the alaris pump. The probable root cause of the issue is a misloading of the tubing set into the alaris pump. Misloading of the infusion set can cause damages to the silicone pumping segment tubing creating leaks. A device history record review for model 2426-0007 lot number 25095643 and 25095745 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.